Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The rv pace impedance measurement was variable over the record ranging from 1232 - 2896 ohms.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was fractured. Rv pace/sense oversenses with arm movement and the impedance is greater than 2500ohms. The lead was capped and replaced. No patient complications were reported as a result of this event.